Event description:
In 2002, co spoke to the pt's spouse. The pt tests their blood glucose (bg) twive a day. The pt woke up around 5:00 am and tested their blood. It was approximately 70 mg/dl. The pt was not feeling well and unresponsive. The spouse could not get juice down the pt. An ambulance was called. At the hospital, the doctor said the pt was having a hypoglycemic reaction and was given an IV of glucose.

Event description:
Patient was incoherent. Family members called the ambulance. Emergency medical technician (emt) tested patient's blood sugar with the assure blood glucose meter (bgm) at the house and it was 50 mg/dl. Patient's blood glucose at the hospital was 26 mg/dl.